Event description:
It was reported that during a coronary stent procedure, the coating sheared off and remained in the patient. In 2003 the patient had an acute mi and was found to have significant disease. The following day a cypher stent was placed in the 1st om and angioplasty of a bifurcation lesion in the diagonal branch. The patient returned to the cath lab for evaluation of chest pain 7 hours later without any intervention. Six hours later the patient was brought to the cath lab where it was determined that the diagonal branch was occluded. A guidant multilink pixel stent was placed in the diagonal branch of the lad. The physician advanced the wire into the diagonal artery to prepare for post-dilatation of the stent. The wire became caught in between the struts of the stent. The physician gently tried to retract the wire, but he could not do so. On the second attempt at removal, the wire was easily removed without resistance. Under fluoroscopy. It was noted that about 1.5-2 centimeters of the wire coating had sheared off and remained in the stent. There was no obstruction of blood flow in the artery and the patient was asymptomatic. The following day, after discharge, the patient walked 3 miles and developed chest pain. Pt underwent a scanning procedure and the coating was not detected.